Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited missing glue at the forceps raiser cover and worn glue on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.